Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, calcified and 90% stenotic left anterior descending artery. The physician deployed a 2.5x24mm taxus stent and then advanced the 2.5x15mm quantum maverick balloon to the lesion to post dilate. The physician inflated the balloon to 16 atms on the first inflation and it ruptured. "According to the physician, the rupture might be caused by the calcified lesion." There were no patient complications. The device was removed intact. The procedure was successfully completed with a different 2.5mm balloon. Patient status is reported as "good".